Event description:
Mitek qa manager, received a telephone call in 2003, from a pt of doctor. Pt reported that pt has a rotator cuff repair that was performed by the surgeon in the april - march 2001 time frame. Pt also reported that the doctor told pt used a mitek absorbable anchor for the repair. The pt also was exhibiting intermittent pain in the shoulder that pt had the surgery on. Pt went to the surgeon and had a MRI performed and the MRI identified that the anchor had pulled out and was loose. The surgeon inquired as to why the absorbable anchor was still there since it was implanted in march/april 2001. He was told that mitek absorbable anchors may take several years to fully absorb depending on the particular anchors used and other variable pt conditions.